Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of south africa. It was reported that an implant failed during a procedure when the surgeon was using a hydrolift device. Upon insertion of the implant and the hydraulic distraction the pump failed. A second pump was used to correct the implant. When the implant was set and tightened, it did not remain distracted. When the surgeon attempted to loosen the implant for a re-attempt, the device, it no longer fit over the flower of the implant. A flower was loosened off another device and successfully implanted the unit. There was a half hour delay in surgery. Components in use listed as concomitant devices are: fw450su / hydrolift hydraulic applicator. Sv014t / hydrolift vbr sz.5 (40-60.5mm) / endl.m. Fw453r / hydrolift insertion instr.f / implants.

Manufacturer narrative:
The product was evaluated and was found to be according to specification and without error.